Manufacturer narrative:
The device has been disposed by the customer; however, as the lot # 16015923ma was provided, the device history records were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
At the end of an atrial fibrillation procedure, it was reported that after removing the thermocool® smarttouch® bi-directional navigation catheter from the patient's body, char was found on the catheter tip. The procedure was completed successfully with no patient consequences. On april 11th, received additional information requested from bwi representative stating that the generator setting was 25 watts. There were not aware of any impedance rising. The long ablation delivered at the same site was approximately 20 seconds in power control mode. It was uncertain the size of the char. Per the initial information reported, this complaint was determined to be reportable due to the potential risk for the patient from the char found.